Event description:
Received information stating customer's pump unexpectedly shutdown. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device was returned for evaluation; however, device evaluation is not yet complete. A follow up MDR will be filed.